Event description:
The customer when the pacer button is pressed the waveform disappears. This could impact the delivery of therapy.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.